Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information as the surgeon pulled on the tensioning suture, the suture completely tore away from the mesh. The physician cut out the other side of the mesh. Another altis kit was opened and implanted successfully without incident.

Event description:
According to the available information as the surgeon pulled on the tensioning suture, the suture completely tore away from the mesh. The physician cut out the other side of the mesh. Another altis kit was opened and implanted successfully without incident.

Manufacturer narrative:
A partial mesh and dynamic suture were received for evaluation. Examination of the mesh revealed the static anchor was detached from the mesh and not returned. Microscopic examination of the detachment end of the mesh showed the surfaces to be straight, indicating contact with sharp instrumentation. The dynamic suture was detached from the mesh. The dynamic anchor and tensioner were not received. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. Blood residue was noted on the mesh. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.